Event description:
It was reported that in 2008, the patient underwent an open incisional hernia repair procedure during which two pieces of surgical mesh were used. The following day, it was noted that the patient had developed a hematoma in the area of the left rectus abdominis muscle. As a result, two 19fr spiral drains were inserted. Approximately 250cc of blood was drained from the area. One of the drains was then removed on the eighth day postop and the other on the fifteenth day postop. The doctor has indicated that the event was not product related but was procedure related. The patient at this time is doing well. The hematoma has resolved and the hernia repair was a success.

Manufacturer narrative:
Date sent to the FDA: 06/06/2008. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.